Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: ref 183099 lot # 918870 description: vanguard femoral pegs set 2; ref 183640 lot # 678370 description: vanguard ps tibial bearing 10x71/75mm; ref 183133 lot # 478460 description: vanguard ps open interlock femoral-left 72.5; ref 184764 lot # 230590 description: biomet series a patella 31x8,3mm. Report source: (B)(6). This product is manufactured by biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Discarded by hospital.

Event description:
It was reported that a patient underwent an initial left knee procedure on (B)(6) 2017. Subsequently, the patient was revised due to pain, stiffness and limited range of motion on (B)(6) 2019. All components were removed and replaced except the patella, which was intact and left implanted. The femoral component was well-fixed and removed with a reciprocating saw and bone punch. No bone loss was present. Tibial component showing lucent lines on x-ray and was found to be loose intraoperatively. Removed with osteotomes reciprocating saw. Vanguard 360 implanted per surgical technique without any complications. A synovasure test was conducted, which came back negative for infection.